Manufacturer narrative:
Account said he said he removed a valve and cleaned it which resolved the issue.

Event description:
Account said the foot hi/low runs up when any function is pressed. He said nobody was hurt and the bed is out of service.